Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was squealing and had vibration. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be worn bearings, caused by normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preventive maintenance, it was observed that the attachment device was squealing. During in-house engineering evaluation, it was observed that the device had vibration. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.